Manufacturer narrative:
The reported event of ¿the stylet and the wire were not passing through the lead¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil bunched up at the connector region and ptfe coating was also noted in this region. The cause of the reported event was isolated to the ptfe coating bunching of the inner coil at the connector region, consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the stylet and the wire were not passing through the lead. After multiple attempts, the lead was removed and replaced. The patient was in stable condition.